Event description:
During a pci treatment procedure, the quantum maverick monorail 20/3.0 mm balloon ruptured on the first inflation at an unk pressure. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the mid left anterior descending coronary artery. The physician used a medikit introducer sheath for vascular access, a 6 fr mach1 fl4 guide catheter and a bmw guidewire to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.